Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed force sensor contamination, force sensor out of calibration, a missing ball bearing, and a faded display screen. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): investigator confirmed issue in history but was not able to reproduce during investigation. During investigation evidence of a large prime was found in the history. Performed pump rewind, load, and prime with no loss of prime. Force sensor calibration was out of specification. Force sensor plate was contaminated with a green substance. Force sensor high. Removed piston from pump and measurements were within specification. Missing or loose ball bearing on lead screw gear: the ball bearing was missing from the force sensor. Force sensor plate resistance reading out of specification. Unrelated to the complaint, the display was faded and pink. When removed and replaced with a new good display, contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release